Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2009; iw1424c105xh stent graft, (B)(6) 2010; af3618c155xh stent graft, (B)(6) 2010; aexch282840 stent graft, (B)(6) 2010; aexch242440 stent graft, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance measurement was not taken and that the lead showed a complete loss of capture. The lead was to be reprogrammed and remains in use. No patient complications have been reported as a result of this event.